Manufacturer narrative:
The defibrillation electrodes were forwarded to our failure analysis center, however they were not received properly and were considered lost in the shipment process. Therefore, further investigation was not possible and a cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their defibrillation electrode dld not recognize a patient's ECG when used with either a lifepak 20 defibrillator/monitor or a lifepak 20e defibrillator/monitor. The device showed a dashed line with the defibrillation electrodes connected to the patient. When the electrodes were replaced, the device did recognize the patient's ECG through these new electrodes and functioned properly. There was patient use associated with the reported issue, but no patient information was available.

Manufacturer narrative:
(B)(4). Physio-control performed an initial test of the provided defibrillation electrodes and was unable to reproduce the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their defibrillation electrode dld not recognize a patient's ECG when used with either a lifepak 20 defibrillator/monitor or a lifepak 20e defibrillator/monitor. The device showed a dashed line with the defibrillation electrodes connected to the patient. When the electrodes were replaced, the device did recognize the patient's ECG through these new electrodes and functioned properly. There was patient use associated with the reported issue, but no patient information was available.